Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for general infection due to staphylococcus. Patient presented with temperature, itching and edema. The device and leads were explanted. The patient is fine, but still in recovery phase.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.